Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 470 mg/dl at time of incident. It was reported that the battery had issues and also had blank display. The customer was advised rechargeable batteries should not be used as they have low voltage and degrade over time. The insulin pump will not be returned for analysis.